Manufacturer narrative:
.

Event description:
Per the surgeon's report, the pt's device was explanted due to reduced pt benefit. It was also, reported that multiple electrodes had been deactivated in the pt's sound processor program. The reason for the deactivated electrodes was not reported. The pt was reimplanted with a new device during the same surgery.